Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was 505 mg/dl. She treated with manual injection. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The customer was unsure if the settings were correct. The customer performed a high pressure test, which the insulin pump passed. She was advised to change the entire set, reservoir and insulin. Upon removal of the infusion set, the cannula was neither bent nor occluded. The insertion site was not sore or irritated nothing further was reported.